Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and complex regional pain syndrome type 2. It was reported that the patient's former doctor let the pump die and didn¿t change the pump until after the longevity timeframe. The patient stated they didn¿t have this problem in pennsylvania and there is poor service in the south. No further complications were anticipated/reported.